Manufacturer narrative:
This report is submitted on october 6, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date not reported). A revision surgery is planned to replace the magnet. The implanted device remains.